Event description:
During g3 nail surgery, the grommet in the tip of shaft projected when the package of the reamer shaft (sterilization) was opened, and reamer head was not able to be combined. Therefore the surgeon changed the reamer shaft to another brand-new product.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.